Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported an issue with his infusion set. When he took a shower, the round plastic piece where the tubing connects before the cannula, was being disconnected from the tape. As a result, he did not continue using it anymore and he had to change early. This was not the first time he had an issue like this, but issue was not that reoccurring (within the past 1 year and 3 months, this issue had happened 5 times). No further information available.

Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported an issue with his infusion set. When he took a shower, the round plastic piece where the tubing connects before the cannula, was being disconnected from the tape. As a result, he did not continue using it anymore and he had to change early. This was not the first time he had an issue like this, but issue was not that reoccurring (within the past 1 year and 3 months, this issue had happened 5 times). No further information available.